Event description:
Related manufacturer reference number: 2017865-2023-52351. It was reported that the patient presented remotely to the clinic via merlin.net transmission. Upon review of the transmission, it was noted that the right ventricular (rv) lead and right atrial (ra) lead exhibited oversensing of noise which resulted in inappropriate mode switch episodes and pacing inhibition. The ra lead was capped and replaced on (B)(6) 2023, while the rv lead was deactivated via programming changes during a scheduled generator change out and lead revision procedure. The patient was in stable condition.